Event description:
It was reported that a device was used during a lobectomy and an undetermined amount of blood leaked at the incision site. Another device was used to complete the case and there was no consequence to the pt. The device was discarded.